Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Correction made should be malfunction not serious injury.

Event description:
The customer reported a vnet inop condition, calibration error, adc/dac. The customer reported that the device was not in clinical use at the time the issue was discovered.

Event description:
The customer reported a vnet inop condition, calibration error, adc/dac. Patient involvement unknown.